Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that blue plastic at the handle broke. There was no consequences or impact to patient.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being filed to relay this report is a duplicate of manufacturing report number 0001822565-2017-00077.